Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during implant the leadless implantable pulse generator (ipg) exhibited high thresholds which required the device to be recaptured. While pulling the tether and advancing the recapture cone, resistance was felt. After the device and the recapture cone were brought into contact and the tether was locked, an attempt was made to recapture the device; however, resistance was encountered and the device could not be recaptured. While maintaining the tether-locked state, the catheter was pulled back and drawn into the sheath, after which the resistance disappeared and the device was successfully recaptured. When the catheter was removed from the body and its appearance was inspected, tissue as shown in the attached image was observed. The leadless ipg was attempted/not used and replaced. No patient complications have been reported as a result of this event.